Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a knee prosthesis procedure, the surgeon attempted to make a cut with the saw blade using the sagittal saw attachment device, however the power tool device would not work. It was reported that once the devices were replaced with spare ones, the saw blade device began to work as usual. It was reported that there was a thirty minute delay to the procedure while retrieving the spare devices. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition was confirmed. It was determined that the bearing on the shaft was rusted inside and did not run smoothly, the needle bearing was rusted and the needles were scattered inside of the housing, the adjuster fork was rusted on the surface and the coating was partly worn, the shaft cpl had some light rust spots and the attachment was worn out due to heavy use. It was further determined that the device failed pretest for check the free movement and check the oscillation frequency, min.9900 to 12100 osc/min. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: device MFR date: the date of manufacture was inadvertently left blank in the initial report. It has been updated as 4/11/2016. Additional information: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.